Event description:
The micro saggital saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occured from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation it was discovered that multiple internal components were broken/damaged including the nose housing, front housing, yoke, and link with fins. In addition, there was corrosion in the press plug.